Event description:
During withdrawal of the wire guide, the platinum tip unwound and eventually separated from the shaft of the wire guide. A vascular retrieval snare was used to remove the separated tip. No other intervention was required.